Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility-palpability: unable to observe since it is not related to the device. ¿ cyst: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side device rupture diagnosed by MRI. Healthcare professional later reported "¿left side device rupture¿, ¿the capsule itself is collapsed and wrinkled ¿ a linguine sign as in the 4th degree of rupture¿, ¿impaired integrity of the implant in the left breast ¿ multiple multi-caliber gel collections with an anechoic and hyperechogenic structure¿, ¿with a broken contour and border of the implant", "pain in the left breast for the last several months", "¿left breast¿visibly deformed¿. " ¿only two adjacent hyperintense lesions of 5 mm each are visible in the upper lateral quadrant of the left breast with the characteristics of cysts¿ and ¿single microcysts-small nodular structure¿, and ¿palpatory formations and bumps in the left breast" diagnosed with MRI. Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted and replaced.

Event description:
Patient reported left side device rupture diagnosed by MRI. Healthcare professional later reported "¿left side device rupture¿, ¿the capsule itself is collapsed and wrinkled ¿ a linguine sign as in the 4th degree of rupture¿, ¿impaired integrity of the implant in the left breast ¿ multiple multi-caliber gel collections with an anechoic and hyperechogenic structure¿, ¿with a broken contour and border of the implant", "pain in the left breast for the last several months", "¿left breast¿visibly deformed¿. " ¿only two adjacent hyperintense lesions of 5 mm each are visible in the upper lateral quadrant of the left breast with the characteristics of cysts¿ and ¿single microcysts-small nodular structure¿, and ¿palpatory formations and bumps in the left breast" diagnosed with MRI. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side device rupture diagnosed by MRI. Healthcare professional later reported "¿left side device rupture¿, ¿the capsule itself is collapsed and wrinkled ¿ a linguine sign as in the 4th degree of rupture¿, ¿impaired integrity of the implant in the left breast ¿ multiple multi-caliber gel collections with an anechoic and hyperechogenic structure¿, ¿with a broken contour and border of the implant", "pain in the left breast for the last several months", "¿left breast¿visibly deformed¿. " ¿only two adjacent hyperintense lesions of 5 mm each are visible in the upper lateral quadrant of the left breast with the characteristics of cysts¿ and ¿single microcysts-small nodular structure¿, and ¿palpatory formations and bumps in the left breast" diagnosed with MRI. Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening (shell thickness within specification). Visibility/palpability: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Cyst(s): unable to observe as it is not related to the manufacturing process. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.